Manufacturer narrative:
H3, h6: the software investigation determined that there was no indication that the software anomaly contributed to the reported beh avior. The software appeared to be working as designed. The behavior described is the intended behavior of the software caused by the scan not being to protocol. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9733467, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that a passing registration was unable to be obtained. The 3d model looks like the tip of the patient's nose may be cut off. There was a sponge-like appearance in that area and on the patient's chin. Tracing was attempted over the nose and the trace points would not collect there. The radiology department stated that the exam was complete on their side, but they do not have the ability to generate a 3d model of it to compare. The exams were imported again and this did not resolve the issue. It was confirmed that the exam had the time of the nose cut off and the forehead cut off just above the eyebrows. The procedure was aborted and had to be rescheduled for a later date.